Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. Functional testing was performed and no failure was identified related to the reported blood glucose event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose level was 269 (mg/dl). The customer stated the cause of the elevated bg level was unknown but the customer does not believe it was related to the battery issue. Reportedly, the customer is a "brittle diabetic" and believes that might explain the elevated bg level. A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.